Manufacturer narrative:
H.6. Investigation summary: samples were received and an investigation was performed. This is the 10th complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as medical grade silicone and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that while using the bd ultra-fine¿ ii 3/10ml insulin syringe a substance was seen at the tip of the needle on seven syringes. The following information was provided by the initial reporter, translated from japanese to english: according to the customer report a liquid that looked like a coating agent came out of the needle tip.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd ultra-fine¿ ii 3/10ml insulin syringe a substance was seen at the tip of the needle on seven syringes. The following information was provided by the initial reporter, translated from japanese to english: according to the customer report a liquid that looked like a coating agent came out of the needle tip.